Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction; other component malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: heartmate xve lvad.specific component(s) involved: pump drive unit malfunction.additional text: heartmate xve lvad.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): none.implant device type: lvad.